Event description:
Caller reported a minimum fill notification and experienced no adverse impact on blood glucose levels. Customer attempted to load a new cartridge with 120 units of insulin, with technical support assisting due to the pump being in a case, which made it difficult for the caller and their partner to remove. Technical support guided the caller through the process of filling and loading a new cartridge, which resolved the issue, allowing the caller to successfully resume insulin administration.